Manufacturer narrative:
Continuation of concomitant products: d354drg ICD, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high pacing impedance and had high thresholds. It was reported the right atrial (ra) lead had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.